Event description:
In 2009, the lay-user/patient contacted lifescan (lfs) alleging that an "apply sample" issue with a one touch ultramini meter. The patient manages her diabetes with diet and exercise. The patient indicated that the alleged issue started on an unspecified date/time three weeks prior to contacting lfs the same day. During that 3 week period, the patient stated that she was unable to test her blood glucose. On an unspecified date/time after the alleged issue began. The patient claimed that she developed symptoms of being feeling real tired and bad. In one instance, she claimed that she became sweaty but could not recall what she did in response to the symptom. She was not sure if she felt low at the time. As a result of feeling bad, the patient visited her doctor. She denied receiving treatment because of the alleged issue. Her blood glucose was tested by a doctor and a nurse and got results of "105-110 mg/dl" using an unidentified device. The alleged "apply sample" issue was resolved with troubleshooting. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms that can be associated with a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.